Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The full osseotite® tapered implant 3.25 x 11.5mm (fnt3211) was returned for inspection, but was misplaced in house prior to inspection. The unknown mount was not returned for investigation. Visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol. Complaint reported that the implant mount of 3,25 rotated in the implant's hex while torquing in at 25 ncm, it was not possible to place the implant even with contra-angle or with the ratchet wrench during the surgery. Implant got stuck with the mount. The reported event is non-verifiable, as the condition that existed at the time of placement can not be replicated and partial product was returned for investigation. A root cause for this complaint could not be determined. (B)(4). The following sections have been corrected: b5: changed tooth location 23 to 32.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount did not disengage from the implant (fnt3211) during placement. Another implant and another mount were used to complete the procedure. Tooth location 23.